Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that  patient indicated ins hasn't been turned on yet and they don't know how to use controller but they are scheduled to see their  health care professional (hcp) on (B)(6) 2022. Caller stated patient also reported that they told her the device has shifted a little bit, not just the device but the wires that are connected and they are considering revision. Technical services specialist (tss) reviewed that concern with MRI would be if the lead moved out of the epidural space and that system should be checked. Caller stated they were not going to proceed with scan at this time. The caller was not with the patient. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that  patient indicated ins hasn't been turned on yet and they don't know how to use controller but they are scheduled to see their  health care professional (hcp) on (B)(6) 2022. Caller stated patient also reported that they told her the device has shifted a little bit, not just the device but the wires that are connected and they are considering revision. Technical services specialist (tss) reviewed that concern with MRI would be if the lead moved out of the epidural space and that system should be checked. Caller stated they were not going to proceed with scan at this time. The caller was not with the patient. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they are not experiencing any issues with their stimulator. The patient had gone to the emergency room due to pain under their breast on the left side; however, it was determined that the pain was due to the patient's gallbladder having stones which was unrelated to the device/therapy. The patient noted that they did not put stimulation on until 5weeks later as their ribs hurt too much due to unrelated medical intervention for their gallbladder. The issue was noted to be resolved. Surgery was not planned or performed to resolve any implantable neurostimulator movement.